Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. Blood was present throughout the fibers and in both header caps. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected as a steady flow of bubbles emanating from the cavity ID end potting cut surface at approximately 90 degrees, with the dialysate ports situated at 0 degrees. The dialyzer was subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a fiber that was potted on both ends was noted to have been broken near the potting surface of the dialyzer. The broken fiber measured approximately 1.94 mm in length. The fiber attached to the opposing end was also identified. Further examination of the fiber bundle did not identify any damage or irregularities aside from the fibers. The inferior surfaces of both polyurethane potting ends were examined for voids; no voids were noted. A production records review and device history records (DHR) review was performed by the manufacturer. An unrelated non-conformance along with rework was noted. The nonconformance noted that a ¿high percentage of delamination was found during rework by inspection¿. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon follow up with a registered nurse (rn) at the user facility, additional details were provided. The rn stated the blood leak was internal and it occurred approximately two minutes into the treatment. The blood leak was not visible. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius bloodlines were used for the treatment. Blood leak test strips were used to test for the presence of blood, and they tested positive. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 100 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.